Manufacturer narrative:
(B)(4).

Event description:
A complete se stent was used to treat a slightly calcified lesion. The device was inspected prior to use with no issues noted. The lesion had been pre-dilated. No resistance was noted during delivery or withdrawal of the device to/from the lesion site. The complete se stent was deployed in the sfa/popliteal. Upon removal of the stent catheter, the distal 1.25 cm of the catheter was missing. Fluoroscopy showed that the detached portion was located in the mid sfa. Several attempts to snare the piece were made but were unsuccessful. The piece ended up lodging in the distal tp (tibioperoneal) trunk which was previously occluded due to disease. The procedure was then completed with no further intervention. Patient's condition is described as stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.